Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model: sc-2366-70. Serial: (B)(4). Batch: 5142041.

Event description:
It was reported that the patient experienced lead migration of the two spinal cord stimulation (scs) leads and the leads no longer covered the patients initial pain area. Additionally, one lead exhibited a high impedance measurement. The patient underwent a revision procedure and the two leads were explanted and replaced. The patient has fully recovered.

Event description:
It was reported that the patient experienced lead migration of the two spinal cord stimulation (scs) leads and the leads no longer covered the patient's initial pain area. Additionally, one lead exhibited a high impedance measurement. The patient underwent a revision procedure and the two leads were explanted and replaced. The patient has fully recovered. Additional information was received that the onset date of the lead migration was several weeks prior to the revision procedure. No exact date could be provided.